Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed hemostasis and a hematoma occurred. Manual compression was applied after removing the device. There were no issues noted during balloon retraction. The user was experienced in training with the mynx device. The device is being returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynx control vascular closure device (vcd) failed hemostasis and a hematoma occurred. Manual compression was applied after removing the device. There were no issues noted during balloon retraction. The user was experienced in training with the mynx device. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open. In addition, a cordis mynx syringe was returned detached from the unit. The sealant was exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be executed due to the frayed/split/torn condition of the sealant sleeves. Additionally, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Additionally, an attempt to perform the functional test to evaluate the insertion/withdrawal of a csi could not be performed due to the severely frayed/split/torn condition of the sealant sleeves. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed through analysis of the returned device since the deployment mechanism had not been initiated with no issues noted to the mechanism. Additionally, the reported ¿hematoma¿ could not be observed as procedural images were not provided for review. However, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the severely frayed/split/torn sleeves. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis after vascular closure of an artery is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath/device removal technique, and proper placement of the sealant at the arteriotomy. Access site hematomas/hemorrhages as a result are also a common post-procedural complication and are listed in mynx control IFU as such. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Based on the limited information available review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user, especially since the device condition did not match the event description. It was reported that the device failed hemostasis; however, the device was received with button 1 not depressed and the sealant was still mounted on the shaft. Since there were no anomalies noted to the deployment mechanism during functional analysis; it is unknown whether the user attempted to deploy the device or what issue was experienced. Additionally, the condition of the returned device showed that the sealant was exposed with the sealant sleeves frayed/split/torn. Procedural/handling factors likely contributed to the received condition. However, as this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely. According to the IFU, which is not intended as a mitigation, step 2: deploy sealant, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ the IFU also states in step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ additionally, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) failed hemostasis and a hematoma occurred. Manual compression was applied after removing the device. There were no issues noted during balloon retraction. The user was experienced in training with the mynx device. The device is being returned for evaluation. Addendum: the sealant was found exposed from the sealant sleeves with button 1 not depressed on product evaluation.